Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 3006705815-2021-01977, 3006705815-2021-01978. It was reported that the patient had an exposed ipg and infection at the scs site. As a result, the scs system was explanted on (B)(6) 2021. The patient was placed on antibiotics to help clear the infection.

Manufacturer narrative:
Correction: manufacturing reference numbers 3006705815-2021-01978 and 3006705815-2021-01979 should not have been reported as a medical device report (MDR) due to additional information indicating that the infection was located at the ipg site. The leads were electively explanted along with the ipg. There was no alleged stated deficiency of the device.